Manufacturer narrative:
Patient identifier - requested but not provided, age and date of birth - requested but not provided, sex - requested but not provided, weight - requested but not provided, ethnicity - requested but not provided, race - requested but not provided, explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal deployed and failed. They attempted to achieve hemostasis with the angioseal and once the angioseal failed, manual pressure was applied. An image of the groin was taken to ensure that the access site was appropriate for angioseal. The angioseal was deployed and initially seemed to be working and then the site started bleeding. The patient is stable. The procedure outcome was not affected. The procedure was for a diagnostic heart cath. Additional information was received on 2/16/2018. The blood loss was negligible.